Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event occurred on an unspecified date and involved a microclave® neutral connector that was reported to be leaking. There was no human harm reported.

Manufacturer narrative:
The customer returned one used b3300 clave neutral connector for inspection. A crack was observed on the collar of the microclave. The set was leak tested per product specifications. There was leakage from the male luer connection of the microclave. Inspection of the device identified a crack on the male luer. The reported complaint of leakage can be confirmed due to the crack on the male luer of the microclave. The probable cause of the crack is due to an unintentional bending force during use. A device history record review could not be conducted because no lot number was identified.